Event description:
Consumer reported they recently had their intraocular lens replaced due to a persistent dark shadow in their temporal field of vision. They stated that they noticed the dark shadow immediately post implantation. After several months of observation, pt elected to have the lens removed. The lens was replaced and the shadow is no longer present. They did not report any complications from the secondary procedure. Additional info was provided by the surgeon. The pt's outcome was good and pt reports shadow is gone. Pt is happy with results of the lens replacement.